Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2022-00016.

Event description:
The customer reported that she performed a control test and obtained a reading of (B)(6) mg/dl at 9:38 a.m. With the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 1epeg12a for evaluation. The customer also returned contour next control solution from lot # 1bv2g71, which expired in sep-2022. Therefore, an in-house testing was performed with the returned meter, returned test strips and in-house contour next control solution from lot # 1bv2g83, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control tests.